Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a mal-positioned cup, which was causing pain. Update rec'd (3/4/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles released into patient's blood, tissue and bone. The complaint was updated on: 3/27/14. Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and malpositioned cup. No labs were provided for the alleged high metal ions. The stem is being added for the alleged high metal ions. The complaint was updated on:7/29/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.